Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. Clinical review: \a clinical investigation was performed to identify a causal relationship between the patient's peritoneal dialysis (pd) treatment and the reported peritonitis. It is not possible to determine the source of the patient¿s infection. All dialysis treatments include a certain risk of infection because of the decreased immune defenses of patients in established renal failure and because dialysis techniques increase the potential of microbial contamination. Although a causal relationship cannot be confirmed, a temporal relationship between the patient's pd therapy and the reported peritonitis remains. Should additional new information be made available this clinical investigation will be reevaluated.

Event description:
It was reported that the patient was hospitalized for peritonitis. Details surrounding the hospitalization are unknown. According to the peritoneal dialysis registered nurse (pdrn), the cause of the peritonitis is unknown. The patient was transitioned to hemodialysis and awaiting catheter replacement. The patient will continue with peritoneal dialysis after catheter replacement. The patient was treated with tazicef (dose, frequency and duration unknown) and is recovering from the event. No further information was provided.